Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #13 it was verified its non osseointegration. Ten ncm of primary stability was achieved and immediate load was not performed. The dentist informed that had low primary stability.

Manufacturer narrative:
(B)(4).